Event description:
Adverse event(s): "fluctuating bcva" (vision, impaired). Product problem(s): "vertical crack" (crack [iol (intraocular lens) implant]): "think sheet of material on the anterior surface" (no code available [iol (intraocular lens) implant]). A surgeon reported that following intraocular lens (iol) implant surgery, he noted what appeared to be a vertical "crack" of approximately 3-4mm in length on the iol and seems to be right in the visual axis. Also, he noted that, beginning at the crack and running temporally past the edge of the pupil, there appears to be a thin sheet of material on the anterior surface of the iol. He also reported that there were no problems inserting or positioning the iol during the surgery. He also stated that at the last postoperative visit, the pt's bcva fluctuates, but was never better than 20/60. The surgeon continues to work with the pt for solutions. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/16/2010, 08/19/2010, and 09/07/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).